Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical products: femoral head cat# 00801803602 lot# 61269403, modular neck k 12/14 neck taper cat# 00784800200 lot# 61045351, tm shell cat# 00620205022 lot# 61273459, screw cat# 00625006530 lot# 61277468 , stem cat# 00771300700 lot# 61068324. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2020 - 00048, 0001822565 - 2020 - 00402.

Event description:
It was reported that a patient had an initial left total hip arthroplasty performed. Subsequently, the patient was revised approximately 10 years later due to pain, bursitis, tendon tear, and elevated metal ions. During the revision surgery, no tissue reaction was found but minimal head and neck taper corrosion was noted. The head, neck, liner, and locking ring were replaced without complication, and the torn tendon was repaired. Attempts have been made and additional information on the reported event is unavailable at this time.